Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient had not recovered/resolved. Head computer tomography (CT) without contrast identified spontaneous hyperdensities to be reassessed. Additional testing identified intraparenchymal hemorrhagic transformation and ventricular flooding which were clinically significant. It was noted that hemorrhagic transformation is a common consequence of stroke. The adverse event (ae) was causally related to the disease under study. The ae was not related to an underlying condition or disease. Ph2 confirmed on cf (B)(6) 2024 (already seen on CT from (B)(6) 2024). Patient details: mrs score was 3 and nihss score was 18. The event was assessed as possibly related to the study procedure. Pre-procedure mtici score was 0 and the final post-procedure mtici score was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported intraparenchymal hemorrhagic transformation and ventricular flooding. Ph2 confirmed on cf from (B)(6) 2024. Hemorrhagic transformation is a common consequence of stroke. The adverse event did not result in treatment. The sponsor assesses this event as possibly related to the study procedure, and causal to the disease under study. The event is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a react-71 catheter and solitaire sfr4 stent had compliations. 24 hours after the study procedure, the subject had a spontaneous right parietotemporal subarachnoid hyperdensity possibly related to extravasation of iodinated contrast medium with 3 mm midline shift. By discharge, the midline shift increased to 6 mm and a ph2 hematoma was reported. Baseline nihss 18. 24 hour nihss 15. Discharge nihss 9. Pre-procedure mtici 0. Final post-procedure mtici 3. There were no other patient symptosm or injuries reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient experienced fever and cough. Lung radio confirmed pneumonia. Antibiotics (IV) given for 1 week leading to complete healing. Onset date was 2024-06-20. Outcome status is recovering/resolving. Adverse event (ae) was not treated with blood transfusion, percutaneous intervention, physical therapy, or surgical procedure, but was treated with concomitant treatment. Diagnostic imaging, lung radiography result positive, clinically significant on (B)(6) 2024. Ae occurred post procedure. Ae was not a recurrent or new stroke. The rationale for relating ae to system or procedure was: anesthetic and intubation lead to risk of inhaled pneumonia. Ae was not related to an underlying condition or disease. Ae did not result from a device deficiency. Modified rankin scale (mrs) score 3; national institutes of health stroke scale (nihss) score 18. The site assessed this event did not lead to congenital anomaly, death, disability, or hospitalization and was not considered life threatening. Ae led to medical intervention. The site assessed this event as not related to the study devices and causally related to the study procedure. Pre-procedure mtici score was 0, final post-procedure mtici score was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pneumonia causality assessment provided as: causal related to procedure, not related to devices, not related to disease under study, not related to underlying condition or disease, the rationale for the relationship to system of procedure: anesthetic and intubation lead to risk of inhaled pneumonia. The patient was hospitalized. There was no medical intervention. The event resolved on 2024-jul-03.